Event description:
It was reported the patient is not receiving effective therapy due to high impedances on contacts 1-8. Surgical intervention was undertaken wherein the lead was found fractured and it was explanted and replaced. Effective therapy was established.

Manufacturer narrative:
Date of event is estimated. A patient is not receiving effective therapy due to high impedances was reported to abbott. As a result, the lead was found fractured and it was explanted and replaced. The ipg was electively replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.